Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Inappropriate shock therapy is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific therefore, product analysis could not be performed. However, inappropriate shock therapy has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as inappropriate shock therapy is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system recently experienced a rapidly conducted atrial fibrillation that was detected within the ventricular fibrillation (vf) zone, which led to the delivery of multiple inappropriate shocks. Following the therapy, the physician observed over-sensed myopotential noise. Boston scientific technical services (ts) was contacted and confirmed that the noise and artifacts were consistent with a potential right ventricular (rv) lead integrity issue. Ts recommended assessing the reproducibility of the noise and artifacts via provocative maneuvers. The patient was subsequently evaluated in-clinic, where the noise was only reproducible when the patient's head was tilted up. Diagnostic imaging was performed, and the physician was concerned about another lead touching the rv lead. These results were forwarded to ts, where it was discussed that the observed noise was not consistent with lead-to-lead contact. There was evidence of smaller artifacts that could be the result of lead-to-lead contact. As the specific artifacts observed following the inappropriate therapy were not reproducible, ts recommended close monitoring to observe if they reoccur. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system recently experienced a rapidly conducted atrial fibrillation that was detected within the ventricular fibrillation (vf) zone, which led to the delivery of multiple inappropriate shocks. Following the therapy, the physician observed over-sensed myopotential noise. Boston scientific technical services (ts) was contacted and confirmed that the noise and artifacts were consistent with a potential right ventricular (rv) lead integrity issue. Ts recommended assessing the reproducibility of the noise and artifacts via provocative maneuvers. The patient was subsequently evaluated in-clinic, where the noise was only reproducible when the patient's head was tilted up. Diagnostic imaging was performed, and the physician was concerned about another lead touching the rv lead. These results were forwarded to ts, where it was discussed that the observed noise was not consistent with lead-to-lead contact. There was evidence of smaller artifacts that could be the result of lead-to-lead contact. As the specific artifacts observed following the inappropriate therapy were not reproducible, ts recommended close monitoring to observe if they reoccur. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.